Event description:
Blood glucose resultes of "116 mg/dl and 161 mg/dl "with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potenital malfunction of the meter in terms of precision.